Event description:
It was reported in the literature review titled "current trends of unicompartmental knee arthroplasty (uka): choosing between robotic-assisted and conventional surgeries and timing of procedures" that, following a primary knee arthroplasty surgery assisted by a smith & nephew robotic system during which unspecified smith & nephew knee devices were implanted between 2021 and 2023; one (1) patient developed a postoperative wound infection after ninety (90) days. The patient required a visit to the accident & emergency department. The outcome and treatment details are unknown. It is also unclear which smith & nephew robotic system (navio or cori) was used during the procedure. No further information is available.

Manufacturer narrative:
Internal reference number: (B)(4). Cheung ksc, chan kca, cheung a, chan pk, luk mh, chiu ky, fu h. Current trends of unicompartmental knee arthroplasty (uka): choosing between robotic-assisted and conventional surgeries and timing of procedures. Arthroplasty. 2025 feb 3;7(1):6. Doi: 10.1186/s42836-024-00289-5. Pmid: 39894820; pmcid: pmc11789413. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.